Event description:
It was reported that the prodense hardened too quickly and was not able to be injected into the patient. There was a backup solution from another company that was able to be used.

Manufacturer narrative:
The reported event could not be confirmed, since the product was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Successful use of the product requires the surgical team to accurately control mixing time, mixing speed, complete mixing, use of all components supplied, using only those components supplied in the kit (no substitution). Any variable outside the parameters supplied in the mixing instructions may affect the chemical and physical properties of the product. While these occurrences are rare, this is a known potential issue for this product. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The IFU clearly instructs the user that: "inspect devices prior to use for damage during shipment or storage or any out-of-box defects that might increase the likelihood of fragmentation during a procedure.¿ if any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the prodense hardened too quickly and was not able to be injected into the patient. There was a backup solution from another company that was able to be used.